Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uemx, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead .

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor issues. The patient reported that the leads migrated in (B)(6) 2015 (event date approximate) and they "went ahead and redid everything". The patient mentioned using an old programmer and was advised she may have access to only one program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.